Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the unit had a damaged green plastic washer. The fse replaced the washer with the recommended tank washer which is stored in the unit's cart, and then performed a helium leak check and verified the problem was resolved. The fse perform all functional, pneumatic and electrical safety tests. Unit passes all tests and was cleared for clinical use.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was noticed that the helium level drop from day to day. There was no patient involvement and no adverse event reported.